Event description:
A customer reported to baxter (B)(4) a pvc-free administration set in which the rubber connection point disconnected from the set. This resulted in a leak of an unknown medication. It is unknown when the alleged defect occurred. However, there was no patient involvement. Therefore, there are no reports of patient injury, medical intervention, or adverse events associated with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: upon follow-up with the doctor involved with the incident, it was clarified that there was a patient involved. The drug taxolo leaked out and the operator came in contact with the medication. A companion sample is available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This issue has been escalated to CAPA. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One companion sample was returned to the manufacturing plant for evaluation. The sample was visually inspected with no defects observed. A traction test was performed on the companion sample; no issue was observed. Therefore, the reported condition was not confirmed. No assignable root cause could be determined. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.